Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nypro, mx. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot#s: 0345001 and 0330001 were not found for the reported catalog#: 328455. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safe-clip¿ was jammed and would not open fully to accept the needle. The following information was provided by the initial reporter: "samples of safe-clip get stuck on opening. When the latch is squeezed to unlock the device, the lever component fails to rise fully into the open position. The issue occurs after the device has been cycled several times, and not on first opening. Device will not accept a needle if not fully open".

Manufacturer narrative:
Investigation summary: customer returned a single image of several safeclip needle trimmers. However, no investigation can be performed on the function of the safeclips since they were not returned for direct testing. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the safeclips not functioning. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd safe-clip¿ was jammed and would not open fully to accept the needle. The following information was provided by the initial reporter: "samples of safe-clip get stuck on opening. When the latch is squeezed to unlock the device, the lever component fails to rise fully into the open position. The issue occurs after the device has been cycled several times, and not on first opening. Device will not accept a needle if not fully open".